Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced high pulsatility index (pi) and low flow alarms on log files, possibly suction event. There was also damaged left ventricle papillary muscle while the patient was maintaining international normalized ratio (inr) of 2.5, concerning for thrombus risk. The current pi was leveled around 6 and a bit above with flow of 3.0~3.4 liters per minute and speed of 5200 rpm the low flows were determined to be mostly due to hypertension and hypovolemia. Echocardiogram (echo) did not show other complications. The patient was asymptomatic and had good flow. Appropriation care and medication were provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The reported low flow alarms were confirmed via the submitted log file data. Although the account communicated that the low flow alarms were mostly hypertension and hypovolemia; a specific cause for the change in pump parameters cannot be conclusively determined. Controller event log file contained data spanning from (B)(6) 2022 at 12:48:38 to (B)(6) 2022 at 11:09:42, per the timestamp. Intermittent low flow events were captured throughout the log file when the estimated pump flow was calculated to be below the threshold of 2.0 liters per minute (lpm). A total of 20 low flow events persisted for at least 10 seconds, activating low flow alarms. Controller event log file contained data spanning from (B)(6) 2022 at 10:19:08 to (B)(6) 2022 at 11:37:06, per the timestamp. Intermittent low flow events were captured on (B)(6) 2022 and (B)(6) 2022 when the estimated pump flow was calculated to be below the threshold of 2.0lpm. A total of 9 low flow events persisted for at least 10 seconds, activating low flow alarms. The pump appeared to have been operating as intended at the stored patient speed following the initialization of the system at implant. The account submitted log file data for review due to low flow alarms with high pulsatility index values. An abbott technical services representative reviewed the log file data provided by the account and the results were communicated to the customer. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), in stable condition, and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display ((B)(6)) and the hazard alarms ((B)(6)). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm ((B)(6)). Information regarding recommended international normalized ratio range is also provided in this document. The heartmate 3 left ventricular assist system patient handbook is currently available. Section 5 outlines all system controller alarms, as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 left ventricular assist system pocket guide to alarms for clinicians contains information on alarms on controllers with low flow software and the actions that clinicians should take when they occur. The heartmate 3 left ventricular assist system pocket guide to alarms for patients and their caregivers contains information on alarms on controllers with low flow software and the actions that patients and their caregivers should take when they occur. No further information was provided. The manufacturer is closing the file on this event.